Manufacturer narrative:
Exact date unknown, event occurred middle of the week when the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7081357.

Event description:
It was reported that the patient was experiencing loss of therapy due to lead migration. The patient underwent a lead replacement procedure and was doing well post operatively. No device malfunction was suspected. The explanted leads were not returned.